Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. The labeling provides information that addresses electrical hazards, elements of electrical safety, installation of the c8000, error 5365, and instructions for replacing the rsh card cage, which resolved the issue. The device is certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available information was included. Additional details are not yet available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
Evidence of fire on the architect c8000 analyzer was observed. The following information was provided: a loud pop was heard during install verifications. This loud pop was heard after receiving error 5365 sensor interface board post failure. An inspection of the cage had burn marks on the rsh card cage sockets for the indexer board. No smoke or sparks were observed. No injuries occurred.